Event description:
During laparascopic tubal sterilization by electro cautery, it was noted that no thermal spread was occuring with the use of monopolar forceps. The pt. Grounding pad was found to be detached from the pt. The cautery unit alarm did not sound to alert the situation. Upon sending the involved devices to bio-med, it was discovered that this particular grounding pad, although it fits the cautery unit, will render the cautery unit's alarm system non-functional. As a result, the patient sustained a third-degree burn to the thigh. It was treated with silvadene cream and the pt. Released.